Event description:
Additional information received reported that the cause of the event was the deep position of the implantable neurostimulator (ins). The ins was repositioned on (B)(6) 2012. There was no hospitalization, and no patient injury.

Event description:
It was reported that a patient had issues coupling and communicating with the recharger. It was reported that the patient had difficulty obtaining coupling since the implant and it was suspected that the implantable neurostimulator (ins) was implanted too deeply. The patient typically gets 0-2 bars out of 8, and on occasion they get 4. It was noted that the patient tried different positions and was still unable to obtain optimal coupling. Approximately two days later it was reported that impedance testing was done and revealed that all electrodes were "within normal limits." The battery had a greater that 25% charge. It was stated that the stimulation worked well to control pain when the ins was on, however, the patient only minimally used the device due to her fear of the battery turning off. It was stated that a pocket revision will be scheduled, but the date was unknown. Further information has been requested, but was unavailable at the time of this report.

Manufacturer narrative:
Product ID: 377660, lot# v019476, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v019476, implanted: (B)(6) 2007, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).